Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - serial number (B)(4). - the grasping surface was partially missing. - the grasping surface was worn out. - some pieces of the grasping surface were not returned for investigation. The DHR with the serial number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. - ultrasonic output - actuation test - ultrasonic oscillation - amplitude value test ¿ amplitude - appearance test - appearance based on the result of the investigation, it can be inferred that a force was applied to the peeled grasping surface. This might have caused the grasping surface to detach. However, the exact cause of a force applied to the grasping surface could not be determined. The grasping section might have been closed without grasping anything in between the grasping section and the distal end of the probe when the ultrasonic output was repeatedly activated, or it was not possible to confirm whether the tissue was completely resected when the ultrasonic output was repeatedly activated. These reasons might have been contributed to the peeling of the grasping surface. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tip tissue pad was missing after a reprocess. The procedure was completed without any problems. There was no patient injury reported.